Event description:
The user facility reported a patient noted as high-risk percutaneous coronary intervention was on an impella 2.5 for mechanical circulatory support. It was reported that the patient experienced a mild pericardial effusion, and the staff started the patient on nor-adrenaline which was tapered off in 12 hours. It was reported that the patient survived normal explant and the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.